Event description:
It is reported that the device was revised because of proximal osteolysis involving almost 50% of the proximal bone.

Manufacturer narrative:
Eval summary: the primary surgical notes were provided and they indicate that the primary surgery was performed due to avascular necrosis/advance degenerative arthritis of the left hip. The hip was noted to be "exquisitely stable throughout a full range of motion including extension/external rotation, flexion/internal rotation, and leg lengths were well restored." The revision surgical notes were also provided and state that "there was a great deal of proximal ostial osteolysis involving almost 50% of the proximal bone. It was felt that this femoral component was destined to fail, even though it seemed to be still solidly fixed a little bit distally, we therefore elected to revise it." Based on the info provided, a definitive cause for the experience observed cannot be determined with certainty. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.